Manufacturer narrative:
Device evaluations: lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to lens and foreign material (residue) on lens surface. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange, lens repositioning). Conclusion code: off-label use [under 21 years of age at time of implant ((B)(6))] (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.5/+3.5/091 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. The surgeon noted lens rotation not associated to a low vault and repositioned the lens on (B)(6) 2018 and (B)(6) 2018. Reportedly, the lens rotated in the same direction and the same amount repeatedly. On (B)(6) 2018 the lens was exchanged with a same size, different diopter lens. The problem was resolved.